Event description:
It was reported that during lead revision, the lead was unable to be disconnected from the device. The device was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of an inability to disconnect the lead from the device was confirmed in the laboratory. Visual inspection noted that the set screw was stripped. The device was tested on the bench and no anomalies were found. The cause of the stripped set screw is believed to be due to debris of silicone that filled the set screw hex cavity and extra force used to tighten the set screw.